Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the incompatible scope error (e315) is cause traced to component failure. And additionally, for the remaining findings, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited an incompatible scope error (e315). The endoscope showed significant liquid immersion (black water), and the light guide lens also had liquid immersion. There was no patient involvement.